Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital with facial injuries following a syncopal episode. An electrocardiogram (EKG) showed that the patient was in complete heart block. The device was interrogation and had a magnet rate of 90 which is equivalent to elective replacement near (ern) however had a battery status of beginning of life (bol). Based on this observation and the fact that the daily measurements had been cleared, a device reset was suspected. There was no output from the device and no pacing spikes observed on the EKG monitor. The device was explanted and replaced.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a memory download was unable to be performed, as telemetry could not be established due to battery depletion. The device case was opened and an external power supply was connected. Using the external power supply the device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Additional analysis was performed on the depleted battery. Analysis determined that a high current condition (short) was present which caused the rapid battery depletion.